Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v906360, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 20-dec-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the lead was replaced at most recent revision (B)(6) 2019. Patient stated earlier on they discovered that two of the electrodes were broken/fractured in several points so they were able to set program to avoid the two broken ones however patient went through 6 plus years with the same lead and everything wore out and that is reason for new lead. There were no further symptoms or complications reported or anticipate.